Event description:
It was reported a patient underwent right shoulder surgery on (B)(6) 2022 and topical skin adhesive was used. Patient had a surgical glue injury/reaction to shoulder. Treated with pain medication and over the counter medication. All around right arm, shoulder and breast: a pain and burning with skin color red, severe itching sensation, pins & needles on top & under the skin and coming detached from the rest of my body. Patient reported feeling nervous, nauseous, warm and afraid. Post op day 3, patient removed bandage, thick drainage of pus and a large blister on top of shoulder. On post op day 4, patient went to the emergency room additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information:, component code: g07002 product not returned additional information has been requested and received. What is the procedure name? Shoulder arthroplasty. What is the procedure date? Date: (B)(6) 2022. What date did the reaction occur on? Date symptoms noted: (B)(6) 2022. Can you identify the product code and lot number of the product that was used? **no, the hospital has this information. Was there any medical or surgical intervention performed to treat the patient (product removed; re-operation; re-closure; prescription medication)? If so, please specify. As stated in my (notice) the product could not be removed without surgery, so it was left in place. Medication was used and care to wound/injury. If medication was required, please clarify if it was prescription strength. Rx pain medication & non prescription medication required what is the most current patient status? Mental & physical. Effect. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No, not on a previous surgery. Dr. Stated an allergic reaction. I said, can't you take that glue off, the surgeon said, "no, not unless we go back into surgery. The surgeon told me to take a lot of benadryl and no further instructions were given there was so much drainage, had to change the gauze at least three times per day; attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent if in your possession, may we have a copy of your operative report? Does we have your permission to contact your surgeon, in the event we would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No device available for analysis. This medwatch report is in response to receipt of a voluntary medwatch mw5111663. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: per operative report: the deltopectoral interval was closed with #1 vicryl running suture. Subcutaneous tissue was closed with 2-0 vicryl and 4-0 monocryl. Skin was closed with 4-0monocryl and subcuticular sutures and dermabond. Sterile dressing applied. Per signout from dr /emergency room/ (B)(6) 2022: (B)(6) yr old female who is approx. 11 days of right total shoulder replacement by dr. (B)(6) out of (B)(6). She has had continued pain and new blistering rash over her surgical incision. Progress note: after visit summary notes progress notes (B)(6), atc at (B)(6) 2022 10:40 am wfbh orthopaedics and sports medicine - high point (B)(6) 2022 post op note her shoulder is very red and itchy down towards her cubital fossa. She is very apprehensive to anyone touching her shoulder. She can begin taking 50 mg of benadryl as needed. She will follow-up in 4 to 5 days to monitor her incision for infection. Progress note (B)(6) 2022: hpi: dfw is a (B)(6) y.o. Female who presents s/p the above. She states that she is miserable and had some kind of reaction to something from the surgery. She states the blisters showed up a couple days ago and they are draining. She states it is very painful and itchy. She states she tried taking benadryl but she only took it 1 time and it really did not help. We will try increasing her benadryl by dosage and amount of time she is taking it per day. She denies any fevers or chills but we will continue to monitor for infection. No other concerns. Vital signs: there were no vitals taken for this visit. There is no height or weight on file to calculate bmi. Physical exam general: well-developed, well-nourished, no acute distress lungs: respirations unlabored neuro: alert and oriented ×3 extremities: right shoulder incision is well-healed without induration or erythema suggestive of infection. However her incision is lined by many blisters and her upper arm and chest are red and itchy. Blisters are draining. Negative homans sign. Cap refill less than 2 seconds. Normal sensation to light touch is intact. Moderate swelling and bruising present. Skin: warm and dry concomitant products: vicryl suture, monocryl suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4) additional information provided: (B)(6) progress notes spp, md at (B)(6) 2022 1:30 pm right shoulder with large linear healed incision with hyperpigmentation surrounding the incision . Extremities: no clubbing, cyanosis or edema. Neuro: grossly intact. Diagnositics/labs allergy testing: environmental allergy skin prick testing review of systems constitutional: negative. Respiratory: negative. Cardiovascular: negative. Gastrointestinal: negative. Musculoskeletal: negative. Skin: positive for itching. Negative for rash. Neurological: negative. Assessment and plan: allergic rhinitis with conjunctivitis she states the incision still feels like she has "ants" in it and feels itchy still. Contact dermatitis: - you have contact allergy to use of dermabond - would not use this product again. Your surgeon will need to use a different closing option for incisions - use eucrisa samples on the area to help with itching. Use eucrisa twice a day as needed for itching recommend use of xyzal 5mg daily as needed. This is an long-acting antihistamine to use to replace benadryl use. Follow-up in 4-6 months or sooner if needed this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is a current photo of area available? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? If adhesive removed, on what day post op? Was there a need for wound closure? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided by the patient: ¿notably, it is documented in my medical record, the product was used in me at least twice, with no issues or concerns, I wasn't aware that the product was used on me, because I never knowing, had any problems with the product. That is untill I had my shoulder surgery on (B)(6) 2022, with (pain & suffering - which as acknowledged by the physician, during a deposition (with chief operations staff): performed the surgery which ended up being a (mental & physical nightmare).¿ as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.